Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that upon a year ago at a security base, she turned her stimulation off and after she turned therapy back on, she felt a jolt. The patient stated ever since then she opted for a pat down instead. Patient services reviewed that an overstimulation may be felt when turning therapy back on without titrating and the patient agreed that she understood. Reviewed recommendation to prevent this would be to decrease amplitude first before turning therapy back on again. No further patient complications are anticipated or expected as a result of this event.